Event description:
It was reported that possibly inappropriate anti-tachycardia pacing (atp) was delivered by this implantable cardioverter defibrillator (ICD) due to conducted atrial arrhythmia. The detected arrhythmia was at 213 beats-per-minute and a single burst of atp was delivered. Additional information was received indicating possible inappropriate atp and an inappropriate shock were delivered for another conducted atrial arrhythmia. Intervals were initially detected in the ventricular tachycardia (vt) zone, but accelerated to the ventricular fibrillation (vf) zone. The ICD system remains in service. No adverse patient effects were reported.